Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 562 mg/dl. The customer had no symptoms and was treated with bolus. Customer's blood glucose value was 544 mg/dl at time of incident. Customer's current blood glucose value was 128 mg/dl. Customer stated that blood glucose was rising so delivered another bolus and was over 500 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer stated that infusion set had bent cannula. The product was not returned for analysis.